Event description:
Tightness test failure.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for operation. The root cause was not determined but a defect seal ring in the ambient valve assembly (msp160164) which was replaced and brought to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. Source: logan. Table 3: distribution all - risk-ids 18, 18.1 and 235. All similar cases with the respective failure mode are listed in cer MDR 1. Complaint investigation report (remediation) confidential complaint nr. (B)(4) fm 653570 rev. 00 page 4 of 4. An still ongoing investigation is working on deriving appropriate corrections to eliminate the cause of the defect, and no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.